Manufacturer narrative:
Invetigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that an unspecified number of bd q-syte¿ luer access split septum experienced leakage during use. The following information was provided by the initial reporter: it's found that the connector was leaked at the connection site when clamping after transfusion; which was removed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd q-syte¿ luer access split septum experienced leakage during use. The following information was provided by the initial reporter: it's found that the connector was leaked at the connection site when clamping after transfusion; which was removed.